Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, the foot plate got stuck in the opened position. Hemostats were used to remove the plastic body of the device and manipulate the actuator wire to close the foot. The device was removed manually and the knot successfully achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. A conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated.